Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by jses international titled ¿results of standardized treatment of elbow fracture dislocations as per their injury pattern: a retrospective cohort of 89 patients.¿ the study reviewed forty-two (42) patients who underwent shoulder procedures for biceps tendon lesion using arthrex corkscrew devices. Eight (8) patients were documented to have underwent a revision during the twelve (12) month follow-up period. Ref: reinares, f., et al. (2021). "Results of standardized treatment of elbow fracture dislocations as per their injury pattern: a retrospective cohort of 89 patients." Jses int 5(3): 588-596.